Manufacturer narrative:
An investigation of the reported condition was performed. Here was no sample nor photograph returned for evaluation. Therefore, no physical analysis could be performed. A device history record (DHR) review of the reported lot number(s) confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Without a definitive physical sample or photograph of missing sponge and band, an exact root cause cannot be accurately determined. Since this complaint will be considered unconfirmed, no corrective or preventive actions will be taken at this time. If additional information or samples are received, the investigation will resume as needed. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 11/27/2017. An investigation is currently under way; upon completion the results will be forwarded. If information is provided in the future, a supplemental report will be issued.

Event description:
Customer reports that there were 11 each of the sponges in the pack instead of 10 each.